Event description:
Received article through productwatch: intragastric gastric band migration: erosion: an analysis of multicenter experience on 177 pts. [Medline] group of authors. Surgical endoscopy, (2012 oct 17). Electronic publication: 2012-10-17. Results from 6,839 pts, over a time frame of 12 years, were evaluated. A total of 117 erosions (2.5% of the total pts) occurred. The article author was contacted. F/u results are pending at this time.

Manufacturer narrative:
Taper unk. (B)(4). The article author was contacted and asked to return the products for analysis, if they are still available, as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector types cannot be identified nor an assumption be made as to the type of connectors associated with the events mentioned in the article because no serial numbers or implant dates were given. Visual examination may determine the connector type associated with the devices mentioned in the article. Per the article, allergan 9.75cm, 10 cm, 11cm. Ap (small/standard) vg, and ap (large) devices had been used. Allergan has not received the products at this time. Therefore no analysis or testing has been done. Erosion and migration are surgical and physiological complications and analysis of the device generally does not assist allergan. In determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation for the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses device migration as follows: "migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device".